Manufacturer narrative:
The hill-rom technician found the nurse call board was damaged. A search of the hill-rom maintenance records showed hill-rom performed any other preventative maintenance on this bed. The technician replaced the nurse call board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would no work. The bed was located on the 3rd floor at the account. There was no patient/user injury reported.